Manufacturer narrative:
Concomitant products: 419678 lead, implanted: (B)(6) 2012; 419678 lead, implanted: (B)(6) 2011; 7120 lead, implanted: (B)(6) 2011.

Event description:
It was reported a systemic infection occurred. The implantable cardioverter defibrillator (ICD)nd atrial lead were explanted. It was further reported the left ventricular (lv) leads were attempted for removal via laser and during extraction the leads broke in half. The remaining half of the leads remain in the patient. A temporary pacing system was placed and the patient treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.